Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Unique identifier (UDI) # - (B)(4). Medical product - pn: 161470 ln: 166350 oxford femoral component, pn: 154727 ln: 1807863 oxford tibial tray.

Event description:
Patient underwent a right knee revision and irrigation and debridement procedure six days post-implantation due to an unknown reason. The polyethylene tibial bearing was removed and replaced.